Manufacturer narrative:
(B)(4) date sent: 05/20/2025 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60l lot number m9a59j and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass procedure, the device was loaded with a blue reload to create the stomach pouch. On the first firing, the surgeon articulated slightly to one side to position on the tissue and then closed down on the tissue. He then went to fire the stapler and said that the motor seemed to make a squealing noise, louder and more high pitched than when you hear the motor slow down in thick tissue and then it stopped part way. He then tried to open the device and it would not open. He tried the home button and it wouldn't retract so he used the manual override to open the device, but then could not articulate as the motor wasn't working. He had to remove this with the trocar still attached to the gun. No harm has come to the patient and he then proceeded to open another gun and complete the procedure in his normal fashion. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. D4: batch #287d91. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with an unknown trocar inserted in the device and with one gst60b reload loaded in the device. The reload was received fully fired. Upon visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of partial fire, would not articulate, instrument compatibility, would not knife home, and non specific noise could not be confirmed as the device fired without any difficulties noted. The articulation mechanism was totally functional during functional testing. No issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. Once the device completed the firing sequence the knife returned home as intended. No abnormal noises were noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 287d91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.